Event description:
MFR's eval of the returned product revealed that the lancet was protruding from the device end-cap. No associated injury was reported. The problem was first discovered at the MFR's domestic eval site.